Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple load and refill medications were not appearing in the system. The technical support specialist (tss) applied knowledge article manual recovery required - datasyncinvaliduploadchangetrackingvalue, which was successfully implemented to resolve the issue and the station was confirmed to be working properly afterward. Tss then logged into the server as the login was failed, logged into patient encounter application, selected settings under facility and updated the synchronization size, but the account was locked. The customer confirmed that the information technology department unlocked the account and requested the internet protocol address for the unit. Tss shared the information and closed the case. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple load and refill medications were not appearing in the system. The customer specifically indicated that the medication lidocaine 1% pf 58 ml vial was not visible for load on the server. The customer also stated that when attempting to dispense the medication, they were unable to remove it, and the mapping drawer appeared greyed out. There were no adverse events or injuries reported based on this event.